Event description:
It was reported that continuous glucose monitor showed error message and sensor could not connect to pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, and was then able to connect sensor without further error messages.